Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The act and escape buttons did not respond due to flattened button dome switches. No motor error alarm could be verified due to the unresponsive buttons. The motor passed the motor test. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and a cracked reservoir tube.

Event description:
Customer reported that the insulin pump alarms motor error during prime and during insulin bolus delivery. Customer stated he does not use the sensor feature and is able to rewind the insulin pump. Customer also stated that he has been getting air bubbles when filling the reservoirs. Blood glucose level is 178 mg/dl. Nothing further reported.